Event description:
On (B)(6) 2011 customer reported they were getting recurring "cuvettes failing water blank" errors on the dxc 800 pro instrument. Customer stated they had replaced two broken cuvettes the previous week that had broken and everything appeared to be okay until (B)(6) 2011. (MDR# 2050012-2011-07045 was filed for the broken cuvettes). Customer technical support (cts) reported that beckman coulter proservice remote diagnostic system showed that cuvette #123 had failed 65 times that day. Cts recommended troubleshooting the issue, however, the customer requested service. Cts asked customer if any patient results were affected. Customer stated that they had a few patients with triglyceride (tg) <10 and the results were higher when repeated. Customer also had suppressed high density lipoprotein deficiency (hdld) results (ir & ID) for patients, and upon repeat the results were okay. Customer stated that no erroneous results were reported outside the laboratory and there was no effect to patient treatment. Customer did not provide specific patient information or results. Field service engineer (fse) examined the instrument and replaced the cartridge chemistry (cc) system sample probe. Fse replaced all cc side wash collars and cleaned the slip ring. This resolved the issue and no further problems have been reported.